Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt said their ins wasn't working. Pt said they didn't know if the battery was dead or had come loose, but they had a healthcare provider (hcp) appointment tomorrow and the hcp told pt to call and ask a rep to be at the appointment. Pt said they noticed the ins not working about a year ago (confirmed last year). The patient was redirected to their healthcare provider to further address the issue. Patient services reviewed role of the rep and emailed field team in the pt's area. No symptoms were reported. Additional information received. Patient reported battery was dead and needed a new battery.